Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during a cyst drainage procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not open even after several attempts to deploy. The device was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was partially deployed. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. However, the stent presented slow expansion. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was actually returned partially deployed. The observed problem of stent partially deployed was most likely due to procedural factors during the procedure such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). In addition, during the functional inspection the stent was deployed, and it was slow to expand. A review of records for the production lot was completed to identify out of specification conditions for the observed event of stent difficult or slow to expand; stents in this production lot met specifications at the time of manufacture. Furthermore, the stent's expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Therefore, the stent slow to expand events are anticipated, and the axios instruction for use (IFU) provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic pseudocyst during a cyst drainage procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not open even after several attempts to deploy. The device was removed, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed MDR reportable event based on the investigation result which revealed that the stent was partially deployed. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual inspection found the stent partially deployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was moved down to the second and fourth position, and the stent was deployed. However, the stent presented slow expansion. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy as the stent was actually returned partially deployed. The observed problem of stent partially deployed was most likely due to procedural factors during the procedure such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). In addition, during the functional inspection the stent was deployed, and it was slow to expand. A review of records for the production lot was completed to identify out of specification conditions for the observed event of stent difficult or slow to expand; stents in this production lot met specifications at the time of manufacture. Furthermore, the stent's expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system which means that the stent will be more compressed and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Therefore, the stent slow to expand events are anticipated, and the axios instruction for use (IFU) provides remediation strategies, such as post deployment dilation of the stent with a balloon catheter. Therefore, a review and analysis of all available information indicated the most probable cause of the events is known inherent risk of device. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.